Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The airway mobilescope was returned to the service center with a report of a suspicion of a leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a chip on the a-snag is observed when inserting endo therapy accessories and brushes into the biopsy channel, as well as a connecting tube has coating peeling was found. There was no patient involvement.